Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the foot was retracted completely inside the guide bridge. The anterior and posterior cuffs remained attached to the link and engaged to their respective needle tips. Based on the evaluation, it appears that foot surfing occurred as indicated by stress marks observed on the proximal end of the posterior portion of the foot. The foot is a single piece that pivots on a ball jointed actuator wire. When deployed the foot raises out of the guide with the anterior portion pointing distally and the posterior portion pointing proximally. The foot will remain in that position until retracted into the guide. If the foot could not be retracted due to an obstruction, the direction of the foot could result in the anterior portion of the foot pointing up, which can catch tissue during withdrawal of the device. This will result in difficulty removing the device and could damage tissue during device withdraw. In addition, because the suture broke during knot advancement, hemostasis was not achieved; as a result, manual arterial compression was applied to achieve hemostasis. It was reported that the access site was heavy calcified which may have contributed to the reported difficulty. During lab testing, the lever was activated, which deployed and retracted the foot successfully. The suture broke reportedly after being harvested; however, because the suture was not returned, the scope of the investigation was limited. A suture break may occur if the needle plunger is removed aggressively; excessive suture tension is applied during knot advancement, and if the knot is locked when the incorrect end of the suture is pulled during knot advancement. However because the suture was not returned, a conclusive root cause could not be determined. A search of the lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. A query of the complaint-handling database was performed and there has been no other incident reported for suture break and difficult removal of the device. The needle trajectory of every device is checked twice and all products are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency. The customer returned six sterile unused proglides devices from the same lot number for evaluation. The devices were functionally tested resulting in successful capture of the anterior and posterior needles by their respective cuffs, successful suture retrieval, and successful knot advancement. Additionally, the foot retracted properly inside the guide bridge and there was no issue encountered removing the devices. There were no abnormal observations, all of the devices passed functional testing, and performed according to specifications. A cause related to these devices could not be determined.

Event description:
It was reported that after an interventional revascularization procedure, arteriotomy closure of a heavily calcified common femoral artery was attempted using a perclose proglide device. Reportedly, after foot retraction, difficulty was encountered removing the device. The device was removed by wiggling it side to side. After harvesting the suture, as the knot was advanced to the arteriotomy the suture broke. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received and the customer returned six unused representative sample devices with the same part/lot number for evaluation. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The customer reported the common femoral artery was heavily calcified, which may interfere with foot deployment due to deflection or restricted movement of the foot due to interaction with the calcification. Additionally, potential damage or cutting of the suture by sharp calcification may occur.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received and the customer returned six unused representative sample devices with the same part/lot number for evaluation. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The customer reported the common femoral artery was heavily calcified, which may interfere with foot deployment due to deflection or restricted movement of the foot due to interaction with the calcification. Additionally, potential damage or cutting of the suture by sharp calcification may occur.